Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead found no anomalies.

Event description:
It was reported that the patient's whole pacemaker system was explanted and replaced due to lead dislodgement. It was unclear if there was a specific issue noted on the device. The patient condition was unknown.